Manufacturer narrative:
Additional information: b5: on (B)(6) 2023, the lens was repositioned. On (B)(6) 2024, blurry vision and lens rotation were reported. Problem not resolved. Potential exchange planned. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -13.0/2.0/103 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to a low vault. Cause of the event is unknown. The device did not perform as intended. Reportedly,"os icl has rotated at 8 weeks post-op. Cause unknown." Status of eye is stated, "decreased vision, burning sensation," and "patient had icl inserted on (B)(6) 2023. Surgery was routine, and icl was inserted into the sulcus at the target axis of 175 degrees (5 degree rotation). Vision was 6/6 (20/20) post op, including upon examination on (B)(6) 2023. On (B)(6) 2023 the patient presented to the clinic with blurred vision which had started that morning and was not present before going to be the night before. No pain was noted but patient mentioned the eye felt a burning sensation 4 days earlier, prior to vision change. No trauma was noted by the patient. Upon examination the icl had rotated to an axis of 70 degrees since the last post-op visit."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).